Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -17.0/+3.0/178 into the patient's right eye (od) on (B)(6) 2023. An excessive vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).